Event description:
Reportedly, on (B)(6) 2025, the patient had a remote monitoring alert of ra low impedance. On (B)(6) 2025, on a remote visit, the ra lead impedance was below 200 ohms. Therefore, patient was contacted to perform an on-site visit on (B)(6) 2026. Low ra lead impedance was confirmed. Since patient was stable, physicians decided to keep patient monitored closely. On a remote fu at (B)(6) 2026, the ra lead impedance was still below 200ohms. Patient stable.